Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow-up will be submitted when new information becomes available.

Event description:
Customer reported that middle white swivel arm came off from the middle transparent barrel when applying pressure. No patient harm.